Event description:
The customer stated that she was hospitalized for high blood glucose. The customer reported a blood glucose reading of 362 mg/dl during the phone call. The customer stated that she changed the infusion set two days prior to the hospitalization. The customer was unable to troubleshoot during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.